Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Scrub tech pointed out during procedure that insert has become chipped and worn out.

Manufacturer narrative:
Corrected data: the device was not returned. An event regarding wear involving an mako trial was reported. Conclusions: the worn device was pointed out by scrub tech. The device was not returned for evaluation. There was no surgical procedure associated with the reported event and no patient involvement. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Scrub tech pointed out during procedure that insert has become chipped and worn out. Update: the insert was described as chipped and worn out by the scrub tech prior to the procedure.